Event description:
Information was received from a consumer and a foreign health care provider (for, con, hcp) via a manufacturer representative (rep) indicated that the pump refill was done on the patient and the patient called the clinic the day before that their pump was alarming for 2 hours and it stopped. The motor stalled for about two hours and recovered. There were no environmental/external/patient factors reported. Diagnostics/troubleshooting performed included that this was reported by the clinic. They looked at the logs and noted 2 hours where the pump stopped and it almost looked like he was having magnetic resonance imaging (MRI) but was not. Actions/interventions taken included the patient's device was re-filled successfully and they were transferred to hcp technical services for additional questions. It was unknown if the issue had resolved. The caller stated no electromagnetic interaction (emi) or magnetic interaction (MRI). Technical services discussed emi sources and pump replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. The issue looked to be resolved as they were able to refill the pump. There was no addition follow-up information available due to privacy concerns.